Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and dilated left atrium (la). A mitraclip xtw was selected for treatment, but during the procedure, the clip was inverted multiple times to come back into the left atrium for realignment. After aligning the clip and successful grasp, an attempt was made to establish final arm angle (efaa). During efaa, while going from a neutral knob position, the clip continuously opened from closed to all the way open. Troubleshooting was performed and the clip failed two more times. The clip was removed from the patient. A new mitraclip xtw was implanted at a2/p2 successfully. The procedure was completed with one clip implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip opening while establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.h6: medical device problem code 1158 was removed.